Event description:
Customer informed ansell healthcare products, llc that after using lifestyles excite gel medical attention was required after developing burning.

Manufacturer narrative:
Exemption number (B)(4) - ansell healthcare products llc is submitting this report on behalf of (B)(4).